Event description:
The customer performed a hbsag study on one sample between the elisa method where a (B)(6) was generated vs. A (B)(6). The customer sent the discrepant sample for CPR testing (nat method) and a (B)(6) was generated. The customer stated quality controls were within 1 sd range. The customer retested the sample on the architect and a (B)(6) was generated. Repeat testing on another architect in the lab generated another (B)(6). There was no known impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag, (B)(4), that has a similar us product distributed in the u.s., (B)(4). No consequences or impact to patient, incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer did not return patient sample for evaluation, therefore, the customer's architect logs were reviewed which indicated there was no calibration or maintenance issues for the analyzer. Review of the analyzer history log indicated there were numerous aspiration errors at the sample pipetter during the timeframe when the (B)(6) patient results were generated, indicating an issue with the analyzer or patient sample preparation. A review of the architect result log determined the following: patient results corresponding to those reported by the customer for sample ID (B)(4) as noted in the complaint, were identified on (B)(6) 2011 for a different sample ID (B)(4). The individual results were reviewed and no issues were identified, no errors were observed prior to or immediately following the two samples. Reagent testing was performed with a retained sample of reagent lot 03327lf00 with an approved lot of calibrators and controls and two commercially available seroconversion panels. All control and panel values were acceptable. Review of testing data for reagent lot determined no anomalies were observed and all reagent release specifications were met. Review of customer complaints did not identify complaint activity for reagent lot 03327lf00. No deficiency was identified in the evaluation of this complaint.